Event description:
A customer reported a bent sensor tip with the adc freestyle libre 2 sensor on the ninth day of wear. The customer experienced dizziness and lost consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh003c8d3h has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. A watermark was observed at the base of the sensor tail. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, a bent sensor tip. With the adc freestyle libre 2 sensor on the (B)(6) day of wear. The customer experienced dizziness and lost consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned, and an extended investigation has been performed for the reported complaint. There was no indication, that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit review indicated, that the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4: (device mfg date) has been updated, based on the extended investigation. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent sensor tip with the adc freestyle libre 2 sensor on the ninth day of wear. The customer experienced dizziness and lost consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.